Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. It was reported that a vitrectomy was performed before the iol was implanted due to problems during phaco. Based on this information, this event is determined to be unrelated to the device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic broke while inserting the lens into the patient's right eye. The capsular bag was damaged and there was loss of vitreous. The original incision was enlarged to remove the lens, a vitrectomy was performed but no sutures were required. A back up lens was implanted with no issues. The physician indicated that in his opinion the root cause is eye structure (after vitrectomy) pulled at lens while injecting from the inserter, and tore haptic. An anterior chamber lens model was implanted due to capsular damage. The patient's current prognosis was described as "all is well 20/20". It should be noted that a vitrectomy was performed before the lens was implanted due to problems during phaco.